Manufacturer narrative:
(B)(4). Unit had broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked near reservoir. Customer¿s blood glucose level was 222 mg/dl. The insulin pump will be returned for analysis.